Event description:
Additional information indicates surgical intervention was undertaken on 25apr2025 wherein the left lead was explanted and replaced and the ipg was repositioned to address the issue. It was confirmed that it was the left lead that migrated.

Manufacturer narrative:
Correction d4 - additional device information. Correction- h4 - device manufacture date. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model:3186, UDI: (B)(4), serial: (B)(6), batch:a000155971.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site, and the patients lead had migrated. Lead migration was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.